Event description:
Additional information: it was reported that the patient experienced diminished clinical effect. The (B)(4) study showed no dye leaving the pump. It was indicated that the pump logs, x-ray and side port aspiration all appeared to be fine. A (B)(4) study was not performed. A volume discrepancy was noted at the time of the last pump refill in which actual residual volume was 19 ml, and the expected residual volume was 11 ml. The patient's pump was explanted and replaced on (B)(6) 2012. Upon the revision procedure the catheter was described as having doubled back on itself, and taking right angles and "was scarred into these sharp angles". It was further noted however that "nothing appeared obviously wrong with the catheter"; and the sutureless connector was replaced along with the pump. The catheter was retained. It was noted there was no injury. The patient status was noted as recovered without sequela.

Event description:
It was reported that the pump was "not working" and the drug was leaving the pump. An (B)(4) study revealed there was an issue where the "pump connects to the hose." Caller was unclear what exact issue was occurring. It was believed that the entire catheter will be replaced, not just the connection. The drugs in the pump were hydromorphone and baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: on (B)(6) 2012, the surgeon assessed the patient. The surgeon was planning to revise the intrathecal catheter and potentially the pump. At that time, the pump contained dilaudid along with baclofen. The surgeon recommended weaning down the drug dose and refilling the pump without the dilaudid prior to the revision surgery.

Event description:
Additional information: the patient did not think they were getting medicine leading up to the revision on 2012-(B)(6). The patient was in ¿terrible¿ pain. The patient fully recovered after the revision as previously reported.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the partial catheter returned revealed an sc connector issue regarding coring/tears/cuts in the seal that possibly caused an occlusion. It was further noted the coring-tear was not misaligned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. Catheter: model 8598a, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk.